Event description:
Event description guidant received information that this ventricular lead had a complete loss of capture and the impedance measurements increased from 610 ohms to greater than 2500 ohms. There is no noise on the lead, and sensing is normal. X-ray showed that the helix was bent over, after review of the x-ray done post implant, the bend may have been there at the implant, but the lead tested normal at that time. The patient was admitted for a syncopal episode that was felt to be the result of a vasal vagal type syndrome, not a slow ventricular rhythm.